Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, a customer contacted lifescan (B)(4) alleging that their meter was suffering from a battery charge issue. The issue is being reported because it was not resolved at the time. There is no evidence to suggest that this event caused or contributed to a death or serious injury.